Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the distal end of the drill bit broke off. The piece that broke off the device was received. The probable root causes for the reported failure involving this device could be due to 1) user excessive force or 2) running drill in reverse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that use micro fx, and went in the acetabulum to drill, the drill snapped at the junction.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the distal end of the drill bit broke off. The piece that broke off the device was received. The probable root causes for the reported failure involving this device could be due to user excessive force or running drill in reverse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that use micro fx, and went in the acetabulum to drill, the drill snapped at the junction.